Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to intensive care unit due to diabetic ketoacidosis on unknown date. The customer¿s blood glucose was 244 mg/dl at the time of incident. The customer reported that the display was flashing. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No missing segment, partial display or flashing display noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report.(B)(4).

Event description:
It was reported that customer was in intensive care unit and hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 125 mg/dl. The initially customer had high blood glucose of 244 mg/dl followed by 200 mg/dl by the time customer felt dehydrated and then went to emergency room but blood glucose was 125 mg/dl upon admission to hospital. The customer's blood glucose was treated with insulin drip and customer was discharged on (B)(6) 2019. It was also reported that auto mode feature was not active at the time of event. It was also stated that customer also works at hospital.